Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter address: (B)(6). The actual device was not available; however, a photograph sample was provided for evaluation. Visual inspection of the photo showed a leak in the area of the access line and access screwed connector. The exact location and specific defect that allowed the leakage was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the access screwed connector of a prismaflex m150 set during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.